Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication and would not detach during use. The following was reported by the initial reporter: it was reported that consumer had a hard time placing pen needle on insulin pen and only half the insulin comes out. Verbatim: from phone call on 2020-11-25 15:05:57: called this consumer back at home number. Reviewed placement of the pen needle and advised to prime the needle before injection. She was not doing this. Consumer tried only 1 out of 30 2nd gen pen needles received. Was using nano before this supply- dc consumer reported having a hard time placing on treseba pen and gets only 1/2 of insulin out. Was using the 320122 fine in the past. Received just 30 pen needles of 2nd gen from pharmacy. Consumer calling from the pharmacy. Will call bd cares after lunch lot #: unknown can't see the lot number on tab. Catalog#: 320550, date of event: 11/25/2020, samples status awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned (2) used 32gx4mm bd pen needles without tear drop labels attached. It was reported that the consumer had a hard time placing pen needle on insulin pen. Both returned samples were examined, and it was observed that 1 of the pen needles exhibited a bent non-patient end (npe) cannula. Both pen needles were tested for attachment/detachment to a threaded fixture, and both were able to attach and detach properly. No evidence of manufacturing defect was observed. The bent npe cannula would have caused difficulties for the user when initially attaching the pen needle to a pen injector. Since both samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. No DHR review can be carried out as lot number is unknown. The cause for this issue is user related. The npe cannula was bent by the user when attaching the pen needle to a pen injector.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication and would not detach during use. The following was reported by the initial reporter: it was reported that consumer had a hard time placing pen needle on insulin pen and only half the insulin comes out. Verbatim: from phone call on 2020-(B)(6) 15:05:57: called this consumer back at home number. Reviewed placement of the pen needle and advised to prime the needle before injection. She was not doing this. Consumer tried only 1 out of 30 2nd gen pen needles received. Was using nano before this supply- dc consumer reported having a hard time placing on treseba pen and gets only 1/2 of insulin out. Was using the 320122 fine in the past. Received just 30 pen needles of 2nd gen from pharmacy. Consumer calling from the pharmacy. Will call bd cares after lunch lot #: unknown can't see the lot number on tab. Catalog#: 320550 date of event: (B)(6)/2020 samples status awaiting sample.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication and would not detach during use. The following was reported by the initial reporter: it was reported that consumer had a hard time placing pen needle on insulin pen and only half the insulin comes out. Verbatim: from phone call on (B)(6) 2020 15:05:57: called this consumer back at home number. Reviewed placement of the pen needle and advised to prime the needle before injection. She was not doing this. Consumer tried only 1 out of 30 2nd gen pen needles received. Was using nano before this supply- dc. Consumer reported having a hard time placing on treseba pen and gets only 1/2 of insulin out. Was using the 320122 fine in the past. Received just 30 pen needles of 2nd gen from pharmacy. Consumer calling from the pharmacy. Will call bd cares after lunch lot #: unknown can't see the lot number on tab. Catalog#: 320550, date of event: (B)(6) 2020, samples status awaiting sample.